Manufacturer narrative:
This is a re-submission of the original initial report that had been previously submitted on 27 feb 2015. The h6 codes in this submission have been updated to align with the current accepted h6 coding. Complaint no: (B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice device experienced a high drain 101 (night drain #1) alarm. The patient was connected at the time of the alarm. This alarm indicates that the patient drained greater than or equal to 200% of the maximum prescribed cycle fill volume. The patient had an ultrafiltration of 3232ml, a cycle 1 ultrafiltration of 2782ml and a last fill volume of 1000ml. The initial drain alarm was set at 27ml. There was no patient injury or medical intervention associated with this event. No additional information is available.